Event description:
In (B)(6) 2002 surgical hysterectomy with use of polypropylene mesh for repair of prolapse, cystocele, and rectocele. Started experiencing vaginal bleeding and painful intercourse, and vaginal discomfort 2008. Nurse practioner diagnosed granulous tissue and treated with cauterization, silver nitrate. This same procedure was repeated for the same complaints in 2009. When I returned with the same complaints in 2010, I was referred to the original surgeon. She diagnosed exposed mesh and constricting scar tissue. On (B)(6), 2011, I underwent surgical removal of the exposed mesh and release of the scar tissue. I was instructed to utilize vaginal dilators to prevent reformation of the scar tissue 3x/day. Bloody drainage with vaginal discomfort continued and I was treated with chemical cauterization (?) 6 weeks post op. The problem continued and excision of granular tissue was performed in the office (two mesh fibers were extracted) and two stitches were needed. The bloody drainage and discomfort continues and I will be scheduled for another hospital surgery as soon as my schedule permits. I have not been permitted sexual intercourse and therefore do not know if it is uncomfortable at this time.